Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 47-year-old male presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage e shock on extracorporeal membrane oxygenation (ECMO) prior to initiation of support. After transferring to the intensive care unit (ICU), oozing developed around the sheath at the impella access site. A femostop was placed. The patient¿s urine was pink/red, and urine output was greater than 30 cc/hr. Activated clotting time (act) was 386 (prior to impella). The impella was removed in the operating room (or), and the artery was closed surgically without complication. The post-procedure outcome was survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding and hematuria are listed as potential adverse events and are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Investigation summary minor bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details.